Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the aic issue was contamination (corrosion). This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the system self-check failed problem with the console during periodic maintenance. The console was repaired. No patient case involved.